Event description:
It was reported that a patient underwent a procedure at l4-l5 via plif to treat lscs using a spinal fixation center and a spacer. It was confirmed that the cage backed out and the patient underwent a revision surgery. All devices were replaced with another spinal system. The revision surgery was completed without any incident.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.